Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer's blood glucose was 523 mg/dl. Elevated blood glucose was addressed via manual insulin injection. System check was performed with tandem technical support and it was determined the pump was functioning as intended; however, customer reverted to an alternate method of insulin therapy. Multiple attempts were made by clinical support to follow up with the customer for additional troubleshooting, but no response was received.